Manufacturer narrative:
(B)(4). S/w ver. 4.11j, retainer ring = black. On (B)(6) 2021 the customer reported a pump error 53. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side. Unit passed displacement and self tests. No pump error 53 occurred during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool and the pump history file were utilized to search if any pump error 53 has occurred in the past. The adapt tool and the pump history file reveal that no pump error 53 was found. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. Unable to perform prime/seating, basic occlusion, force sensor, and occlusion tests since the case was cut open. In summary, the customer¿s report of a pump error 53 was not confirmed during visual inspection.

Event description:
Information received by medtronic indicated that the insulin pump had first time the delivery stopped but the pump initialized and pump error without alarming the occlusion. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.